Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia and required emergency medical services. Undersensing of tachyarrhythmia was noted on the ventricular channel. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.